Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of a routine generator change out, the right atrial (ra) lead alerted for a high threshold. The lead remains in use. No patient complications have been reported as a result of this event.